Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion with moderate tortuosity, moderate calcification and 99% stenosis in the mid right coronary artery (rca). After intravascular ultrasound (ivus) confirmation, the 3.5 x 12 mm nc trek balloon catheter was advanced to the target lesion; however, the balloon ruptured at 12 atmospheres (atms) during the 1st inflation. The nc trek balloon was replaced with a new same size nc trek to successfully continue with the procedure. A xience stent was successfully implanted. The physician commented that as the same size balloon did not rupture and angiography showed no calcification, the rupture was not due to the procedure but possibly due to the device. There was no aderese patient effect and no clinically significant delay in the procedure. No additional information was provided.